Event description:
It has been reported to philips that the wireless footswitch lost connection during a planned procedure. The procedure was completed using the wired footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the connection of the wireless foot switch was re-established after a system restart. Philips has not been able to determine why the wireless foot switch lost its connection. This footswitch is of the first generation, which is not affected by a firmware bug that causes the wireless foot switch to suddenly stop responding (medical device correction z-0476-2022/field safety corrective action 2021-igt-bst-020). There are currently no wireless footswitches available for replacement due to the ongoing medical device correction. The philips service engineer has advised them to continue using the wired footswitch until a replacement becomes available. Updated codes based on investigation.